Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient reported blurred vision. The healthcare professional attributes this to the high cylinder power of the lens. The patient underwent an additional surgery whereby the rayone emv rao200e was explanted and exchanged. Following lens exchange, the patient is reported to be happy with their visual outcome. "Deviation in target refraction" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acyrlic iol use risk analysis identifies the following as possible causes of "sub-optimal visual outcome"; incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), lens inserted back to front, patient unable to adapt to functional style of lens. Our review of production records for the rayone emv rao200e batch 033210585 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 033210585.

Event description:
On 20th june 2024, rayner received notification from a healthcare facility in india of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that the patient experienced blurred vision post-operatively necessitating a lens exchange.